Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the colonovideoscope on two patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4 & h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2024. Sampling from: endoscope rinsing and brushing. Cfu: 10-100cfu. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024 sampling from: endoscope rinsing and brushing. Cfu:<18 cfu. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024. Sampling from: endoscope rinsing and brushing, suction port, distal end. Cfu:<10 cfu. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024. Sampling from: endoscope rinsing and brushing, suction port, distal end. Cfu:<10 cfu. Bacterial identification: enterococcus gallinarum. Sampling date: (B)(6) 2024. Sampling from: endoscope rinsing and brushing. Cfu:0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu:0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu:0cfu. Bacterial identification: n/a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.